Event description:
It was reported that a patient underwent a c-section procedure on (B)(6)2022 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? The tissue that was apposed or sutured at the time of the break was the uterus and was undergoing cesarean section. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name - irgacare® .active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.